Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tw power supply did not work. There was a muffled beeping sound, but the vasoview hemopro tissue welder did not heat. Both the dc extension cable and the vasoview hemopro tissue welder kit were changed out, but this made no difference. The hospital's other power supply was in use in a second operating room. The reporter stated that the hospital had vasoview 7 xb endoscopic vessel harvesting kits and 1838 bipolar cords, however, the bipolar cords had not been sterilized per instructions and could not be used. The case was completed by opening the patient's leg with no other patient effects reported. It was also reported that the hospital takes responsibility for not having the bipolar cords sterilized to use as back-up and having to resort to opening the patient's leg. The product was returned.